Event description:
It was reported that upon attaching the unometer safeti plus to the foley catheter, the nurse noticed that the measuring chamber was broken. It was further reported the device was 'removed and was not used on the patient.'

Manufacturer narrative:
Additional information was received on july 29, 2015 regarding further details of the event description: the issue with the unometer was noticed just after the nurse connected it to the urinary catheter as the urine started to flow. A new unometer product was used. The nurse replaced the unometer as the issue was noticed. The devices are stored in a locker one on top of each other, but they just keep 3 in the inventory. The packaged device did not drop prior to the procedure. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 05, 2015.

Manufacturer narrative:
Additional information received regarding an investigation: a batch review was conducted september 22, 2015 and yielded no discrepancies with the reported complaint issue loss of physical integrity. No sample was received, but a photo of the product was reviewed and revealed a crack in the measuring chamber. After review of the photo, batch review and previous investigations a non-conformance was opened. This complaint will remain open until the completion of the non-conformance. Reported to the FDA on september 30, 2015. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event information requested. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.